Event description:
It was reported that pump displayed cartridge alarm 20 while customer used cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved; no additional information was received regarding any further events.